Event description:
It was reported that during a liver resection procedure, the device malformed staples at the distal end, which resulted in bleeding. No transfusion was required. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/11/2008. Info anticipated, but unavailable at this time.